Event description:
The pt underwent an interventional procedure of percutaneous transluminal coronary angioplasty in 2000. The physician closed the arteriotomy with the closer tsl 6fr. Device. Prophylactic antibiotics were not prescribed. Eight days later the pt was taken to surgery for pseudoaneurysm repair. The pt recovered without further incident.